Event description:
Additional information was received as follows: it was reported that approximately two weeks post implant the patient was diagnosed with a mechanical ventilation-acquired pneumonia, (right basal side) with presence of tracheal aspiration two days earlier. Due to difficulties in ventilation weaning, a decision was taken to treat the patient with medication which was favorable. At hospital discharge, the patient was apyretic under antibiotherapy.

Event description:
A valiant captivia stent graft system was implanted in patient for the endovascular treatment of an aortic rupture (traumatic) at the isthmus level in zone 3. The diameter of the proximal aortic neck was 24 mm with parallel sides and length was 20 mm. It was reported that the patient had pulmonary complications (pneumonia) during the post-operative course that started approximately two weeks post implant. The investigator assessed this as procedure related and not device related. The patient was put on mechanical ventilation and given medication and this event resolved after two weeks. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4)